Manufacturer narrative:
The 3m initiated a voluntary recall of micropore single-use rolls (B)(4) on 25 january 2010. The 3m has notified the (B)(4) FDA district office of this action. 3m filed for a remedial action exemption on 18 february 2010. On 19 april 2010, 3m was notified via FDA that the rae was received, but that the remedial action is yet to be classified. The 3m should continue to file mdrs.

Event description:
Customer reported that a pt using micropore 1" tape (to secure dialysis catheters), had developed blisters and a skin tear under the tape. The customer alleges, the blister was dime-size and that the pt developed a mild infection at the location of the skin injury. Due to the skin condition, the pt was given oral antibiotics, along with an antibiotic cream to apply to the skin area. Customer reported that they are now using sureseal bandages and kling wrap during treatments. The outcome of the skin tear is beginning to heal.